Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.